Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented with episodes of auto mode switch due to far r-wave oversensing. Programming changes were made in clinic. The patient will continue to be monitored.